Manufacturer narrative:
It was learned that this valve was explanted due to endocarditis. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, it was noted that the most important risk factor the endocarditis was the fact that the patient was on dialysis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a bioprosthetic aortic valve, implanted one (1) year and five (5) months, was explanted due to endocarditis with embolic stroke. It was indicated that the most significant risk factor for the endocarditis was that fact the patient was on dialysis. A mobile vegetation was noted on the valve. The explanted device was replaced with another bioprosthetic valve. The patient also underwent reconstruction of the aorto-ventricular junction, debridement of the aortic root, aortic annulus and left ventricular outflow tract, and right atrial thrombectomy. Intra-operative echo showed no perivalvular leak. The patient was transported to the cvicu in guarded condition. Post-operatively, the patient had some seizure-like activity. His head CT showed diffuse cerebral edema and bihemispheric mass effect in a pattern commonly seen with global anoxic injury. He was intubated, sedated on the ventilator. The patient was determined to be brain dead by neurology. The patient's family decided to withdraw care and the patient expired on pod #2.

Manufacturer narrative:
(B)(4). Multiple attempts to request additional information and the product return have been performed. The device has not been received and no additional information has been provided. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplement report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted one (1) year and five (5) months, was explanted. The reason for the redo-avr was not provided. The explanted device was replaced with another edwards bioprosthetic valve. No other details available.